Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a screw head breaking off for the heartmate 3 system controller was confirmed via inspection. The heartmate 3 system controller, serial number: (B)(6), event log file was reviewed. Due to the system controller's use time, only a few timestamps within the system controller event log file were captured. For the relevant data, the clock was not set, and timestamps spanned from the default value of 00:00:00 01jan2000 to 00:00:01 on 01jan2000. There was nothing remarkable about this log file. The system controller was returned for analysis, and upon initial inspection, a screw head was missing from the backup battery cover. The cover was removed, and the screw body was still in the threaded hole. Apart from the broken screw, the system controller was physically unremarkable. The returned system controller was functionally tested and was found to operate as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time. There were no functional issues found with the system controller during testing. The root cause of the reported event could not be conclusively determined through this analysis. A manufacturing analysis task has been initiated to further investigate this issue. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Heartmate 3 lvas IFU (rev. D) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the backup system controller had a screw break off while setting it up during implant. This was an out of box failure and the system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.